Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000311.

Event description:
Olympus reviewed the article "quantification of interstitial cells of cajal and fibrosis during gastric per-oral endoscopic myotomy and its association with clinical outcomes." This was a prospective study of gastroparetic patients who underwent g-poem and intraprocedural pyloric muscle biopsies between january 2022 and april 2023. Type of adverse events/number of patients mucosotomy: 1 patient this was adequately closed on the mucosal side with placement of two hemostatic clips.